Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: n/a. Investigation summary: one photo was provided. The photo shows about four spots where foreign matter is; the photo was taken with a possibly 100x magnification; this foreign matter is not visible under normal inspection conditions- naked eye. It could possibly be that based on the samples received for complaints (B)(4) reporting similar concern that products have been handled in a non-controlled environment and the foreign matter got adhered to the needle; the rest of the needle is clean. Root cause cannot be confirmed. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on no sample, the investigation concluded, bd was not able to verify the indicated failure. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. This is the 1st complaint for the lot # 9130961 for this type of defect or symptom. Rationale: CAPA not required at this time.

Event description:
It was reported that prior to use foreign matter was discovered with a bd needle ns 27ga 1in blt sq grd w/o shld. The following information was provided by the initial reporter: (1 of 5 complaints) it was reported contaminated cannulas.